Event description:
It was reported that a cartridge alarm 0 occurred. Reportedly, customer continued to use the pump for insulin therapy. The customer's blood glucose level was 249 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.